Manufacturer narrative:
Concomitant medical products: 5092 lead, implanted: (B)(6) 2009; 5076 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to feeling palpitations. Upon interrogation, there was undersensed atrial fibrillation (af) episodes. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.